Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited white image. The event occurred during an unknown procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error 217 a root cause could not be identified. Based on the results of the investigation, the most probable cause for all of the reported malfunctions is a defective circuit board on connector. Olympus will continue to monitor field performance for this device.